Event description:
Discordant results were obtained for testosterone (testo), progesterone (prge), estradiol (ee2), ferritin (fer), follicle-stimulating hormone (fsh), total human chorionic gonadotropin (thcg), luteinizing hormone (lh), prostate-specific antigen (psa), free prostate-specific antigen (fpsa), and folate on an advia centaur instrument connected to an automation system advia labcell. The samples were rerun on another instrument and corrected results were reported out. There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
On (B)(4) 2013: siemens has investigated the event and on (B)(4) 2013 issued an urgent field correction (B)(4) to us customers and an urgent field safety notice (B)(4) to non-us customers. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the system and determined the cause of discordant results was a misaligned barcode reader of the interface gate that was reading incorrect tube. The fse replaced the interface gate. The system is performing within specification. Further evaluation of the device is not required.